Event description:
It was reported that the patient experienced activation issues with the inflatable penile prosthesis. The pump worked 4-5 times than stopped. The device was explanted and the same problem occurred outside the patient noting it worked 2-3 times than got stuck the patient also had an adhesion that was noticeable more fibrous than the physician had seen before.